Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer had dropped the pump. During troubleshooting with technical support, the malfunction alarm was cleared, customer corrected the time, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 564-569 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."